Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that, after opening the lens bottle of a 12.6mm vicmo12.6 implantable collamer lens, diopter -7.0, the surgeon noticed a foreign object inside the bottle. The object is "yellowish" in color and the lens was not used or implanted.

Manufacturer narrative:
No similar complaint type events reported for units within the same lot. (B)(4).

Manufacturer narrative:
Additional data: device evaluation: the lens was returned dry, in a micro-centrifuge vial. The lens vial was not returned. There was clear surgical residue on the product and lens surface. Visual inspection found one haptic torn and another haptic bent. (B)(4).

Manufacturer narrative:
Corrected data: (B)(4).